Event description:
The initial report was reviewed and found not reportable. Upon receipt of additional information, it was identified that this complaint involves only one depth gauge (part 319.090, lot 2381504). This device was already reported under manufacturer reference number 8030965-2022-10341. There is no allegation against the device reported on this report.

Event description:
Device report from germany reports an event as follows: it was reported that on an unknown date in (B)(6) 2022, the depth gauges in questions were found to be stiff and were hooking. There was no reported patient involvement. No further information is available. This report is for a depth gauge for small screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: event occurred on an unknown date in (B)(6) 2022. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.